Manufacturer narrative:
D10 concomitant product: sigadaptxl, sig power sigadaptxl linear xl adapter (serial#: (B)(6)) sigtrsb60amt 60mm med thk reinforced rel (lot#: unknown) sigtrsb60amt 60mm med thk reinforced rel (lot#: unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that pre-operatively, while on preparation for use, the adapter did not take the reload, and after a new reload was inserted, the device started twitching and the guide rod began moving out on its own. The adapter still had 43 lives left to use. A second adapter had to be attached to complete the case and resolve the issue. There was no patient involved.